Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical study reported that following an intraocular lens (iol) implant procedure, a 28 degree toric iol axis rotation was detected during visit 02 (1 week post-op). The intended axis was 167 degrees versus the axis measured during visit 02, which was 015 degrees. Postoperative surgical intervention was needed to reposition the toric iol from 015 degrees to 167 degrees. The patient underwent intraocular lens repositioning.